Manufacturer narrative:
Analysis of suspect part found: cart caster sheared off. This part is not replaceable. Rebuilt system into new staff cart. Replaced faulty universal power supply (no 28v output). Secured laser handle and docking tang. Performed accuracy assessmen kit, pegboard and electrical safety tests - all passed. System sent back to site fully repaired.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a non-locking caster, on a site navigation system, that was broken off the cart. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.